Manufacturer narrative:
(B)(4). On (B)(6) 2014, the patient received minimal injections in lid incision of kenalog, 0.5 ml, in divided doses for granulomas on left lid. The patient has not been seen by physician since kenalog injections due to patient's extensive international travel, spending 1 month out of the country after last visit.

Event description:
It was reported that a patient underwent a bilateral upper lid skin excision on (B)(6) 2014 and suture was used. The patient returned for a follow up visit on (B)(6) 2014 and was complaining of reddened raised areas on the left upper lid. The patient accidently pulled out the suture on the right upper lid a few days after the surgery. The right eyelid had no suture remaining and no issues. The physician recommended topical and/or injectible steroid on the left lid, but patient declined this treatment. The patient was treating herself with silvercillin spray and was improving. On (B)(6) 2014, the patient emailed the surgeon and said she may come in as her issue is unresolved. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.